Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a secondary infusion of pemetrexed at 600ml/h was attached to the safe site with a texium connector and it ran fine but when the secondary was completed and the primary at 100ml/h started infusing there was a leak at the connection of the safe site and texium. All the connections were tight. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of fluid leakage from the attachment site of a texium-bonded secondary set to the smartsite port of a primary set was not confirmed or replicated. Both tubing sets were functioning effectively throughout testing, and no fluid leaks were observed at any time. The root cause of fluid leakage from the attachment site of a texium-bonded secondary set to the smartsite port of a primary set was not identified.